Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act and escape button of insulin pump was not responsive. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had random no delivery alerts and display was harder to see and was faded. The customer stated that there was frequently gotten bad battery alerts. Customer also stated that when they filling cannula that time piston stops and had to did rewind process. Customer also stated that insulin pump alarm was always going off. The insulin pump will not be returned for analysis.